Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual and optical examination of upper dynamic jaw overbite complaint, but did not identify tip crack, fracture or breakage. Lower static jaw lip deformation noted. Manual manipulation did not identify root cause of upper jaw overbite. No tip or hinge crack, fracture or breakage noted, and upper jaw does not slide horizontally at any point in jaw movement. Unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent a lumbar fusion. It was reported that the mouth of the pituitary has slipped forward so that the top of the mouth hangs over the bottom and will not bite properly. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.